Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure stent dislodgement occurred. The lesion being treated was located in the proximal left anterior descending artery. The physician crossed the lesion with a guidewire, advanced a 3.00x32mm veriflex stent and felt the stent was a little long. When the physician began to pull the stent back it came off the stent delivery system. He then removed the stent balloon, put in a 2.0x20 apex balloon catheter, inflated it inside the veriflex stent at 1atm in order to move it back down the vessel across the lesion and once across the lesion deflated the apex balloon catheter, withdrew it and advanced an nc quantum balloon and dilated the veriflex stent into the lesion. The procedure was completed with the device and there were no reported patient com[plications and the patient status is o.k.